Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. Thirty-seven neurovascular events and forty-two mi events were identified across both cohorts. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The data used in the study for this literature is from the u.s. Premier healthcare database (phd). The premier healthcare database (phd) integrates clinical and quality datasets for deep insights. One of the most comprehensive electronic healthcare data repositories, it incorporates data from more than 1,400 hospitals and healthcare systems. Accurate identification is entirely dependent on proper coding during the index hospitalization, as there is no adjudication process to establish the veracity of complications. The phd for this paper include the fact that it is an inpatient database and does not account for outpatient complications or complications occurring in nonparticipating hospitals. The data from the phd is de-identified. Due to the nature of this article, information such as unique device identifiers or device location/status will not be available to the author(s). Accordingly, the allegations associated with medtronic products within will be maintained and processed as a single event record, and no follow-up will be conducted. Referenced article: descriptive evaluation of neurovascular and acute myocardial infarction events with different pulsed-field ablation (pfa) systems circulation: 2025 ispe annual meeting, spotlight poster session c (slc-010) https://2025ispe.eventscribe.net/fspopup.asp?posterid=743903 <(>&<)>mode=posterinfo medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding this study which described the timing and estimate the cumulative incidence and 95% confidence interval (ci) of neurovascular [including acute ischemic stroke/transient ischemic attack] and acute myocardial infarction (mi) events among patients undergoing pulse field ablation (pfa) with either farawave or pulseselect in a large united states (u.s.) Hospital database. Thirty-seven neurovascular events and forty-two mi events were identified across both cohorts. The status of the device is unknown. No additional adverse patient effects were reported.